Manufacturer narrative:
The customer did not return the defective device or the device logs for evaluation; however, photographs were provided to technical support (ts). The power button appeared to be stuck in the depressed position, which would cause the device to power cycle on its own. Ts advised the customer to clean the power button to remove any residue. If this did not resolve the issue ts suggested providing a quote for a replacement part. Ts attempted to follow up with the customer; however, no response was received.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
Complainant reported having an issue with the device randomly power cycling. Complainant did not indicate patient involvement.